Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat vault prolapse, a rectocele, and a cystocele. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence and dyspareunia. The patient underwent an additional mesh implantation on (B)(6) 2008 in order to treat vault prolapse, a rectocele, and a cystocele. It was reported that the patient underwent removal of vaginal mesh and removal of mid-urethral sling on (B)(6) 2009 due to a recurrent stage 2 vaginal vault prolapse with enterocele, a recurrent stage 2 cystocele, a recurrent stage 2 rectocele, mesh complication with dyspareunia secondary to vaginal mesh and recurrent stress urinary incontinence after mid urethral sling placement. It was further reported that the patient underwent cystourethroscopy with collagen injection and perineorrhaphy with vaginal advancement flap on (B)(6) 2010 due to stress urinary incontinence and dyspareunia. The patient underwent mesh implantation on (B)(6) 2010 due to a cystocele, vaginal vault prolapse, and stress urinary incontinence. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia; recurrent prolapse; enterocele; cystocele; rectocele; dyspareunia; prolapse. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-07120, medwatch 2210968-2012-07128, and medwatch 2210968-2013-24078. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-07120 and medwatch 2210968-2012-07128. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent coaptite urethral bulking agent injection and cystourethroscopy on (B)(6) 2010 due to isd. No additional information was provided.